Manufacturer narrative:
(B)(4). Further inspection of this ventilator by the on-site hospital biomedical engineer revealed a blackened component in the graphic user interface (gui). The covidien technical support engineer (tse) verified warranty status of the gui, a warranty replacement is being shipped to the customer.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated a burning smell. The patient was transferred to another ventilator without harm.